Event description:
Event description guidant received information that the clinician expressed dissatisfaction with regard to the longevity of this biventricular implantable cardioverter defibrillator (ICD).